Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was electrically continuous with manipulation. Reported observations were not confirmed by testing; helix appears intact and undamaged. Detailed analysis confirmed that the inner conductor coil was deformed and had a break near tip end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular lead was explanted due to high capture thresholds and diaphragmatic stimulation; stated that perforation was suspected. There were no additional adverse patient effects.